Event description:
Reportedly, 3f aortic bioprosthesis was explanted after 4 years, 7 months implant duration, due to peri plus intra valvular regurgitation. It was noted that at explant there were operative fractures leaking to perforation of 2 cusps. It was replaced with a carpentier magna ease, size 21mm. Pt is reportedly doing fine.

Manufacturer narrative:
Valve is being returned to contract pathology lab for analysis. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.